Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07441. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 5f mosquito introducer sheath was introduced. After a 0.018 non-bsc guidewire was advanced to cross the lesion, a 6.0 x 40, 40cm mustang¿ balloon catheter was advanced to the target lesion for post dilation. However, upon the first inflation, the balloon ruptured at 24 atmospheres after a duration of 10 seconds. The device was completely removed and subsequently, another 6.0 x 40, 40cm mustang¿ balloon catheter was advanced to post dilate the lesion. However, upon the second inflation, the balloon also ruptured at 20 atmospheres after a duration of 15 seconds. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the tip section of the device and the markerbands. A visual and microscopic examination of the balloon material identified no tears or holes in the balloon. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure. A vacuum was pulled and the balloon deflated fully. Using the same encore the balloon was inflated on three more occasions to its rated burst pressure with no leaks present. A visual and tactile examination found that the shaft was kinked. The kink was located at 20.6cm distal to the strain relief. This kink is consistent with excessive force having been applied to the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07441. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 5f mosquito introducer sheath was introduced. After a 0.018 non-bsc guidewire was advanced to cross the lesion, a 6.0 x 40, 40cm mustang¿ balloon catheter was advanced to the target lesion for post dilation. However, upon the first inflation, the balloon ruptured at 24 atmospheres after a duration of 10 seconds. The device was completely removed and subsequently, another 6.0 x 40, 40cm mustang¿ balloon catheter was advanced to post dilate the lesion. However, upon the second inflation, the balloon also ruptured at 20 atmospheres after a duration of 15 seconds. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.